Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a spontaneous disconnection between a minicap extended life transfer set and the titanium adapter. The issue was observed before treatment. There was no damage noted in the patient connector part of the transfer set. To resolve the issue, the transfer set was replaced. The titanium adapter remained in use. There was no report of patient injury; however, the patient was given antibiotics as a precautionary measure. No additional information is available.